Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to start a freestyle libre 3 plus sensor and received an error indicating the sensor was not compatible, which was traced to applying a libre 3 sensor instead of a libre 3 plus sensor when the system required the latter. No adverse clinical symptoms reported. Outcomes included successful initiation of a libre 3 plus sensor after product identification, with education provided on warmup expectations and no alerts or alarms reported. User support included remote troubleshooting and verification of sensor model against system compatibility. Investigation of this case revealed sensor-model incompatibility as the cause of the initial failure to scan, with resolution achieved by using the compatible libre 3 plus sensor. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor model.